Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 145 units instead of the expected 240 units. Display discrepancy had no adverse impact on customer¿s blood glucose level. Customer received assistance reloading the cartridge and delivering a 10.2 unit bolus as instructed, resolving the issue without further discrepancies in display values.